Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri). It was noted at the time of the call the voltage reading was 2.51 v and the charge time was 18.2 seconds. Technical services suspected that this device likely reached eri due to charge time and discussed the mid-life display of replacement indicators product advisory. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was provided that the device was later explanted due to normal battery depletion and was returned for analysis.